Manufacturer narrative:
The facility did not request service. No samples were returned for eval. The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer was unable to re-prime the system. The company sales rep went on site and was able to resolve this event. Add'l info received from the company sales rep indicates the customer was not setting up the system properly. The company sales rep reviewed with the customer the proper system set up. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause is from the customer not setting up the system properly. (B)(4).

Event description:
A customer reported that a system message displayed during a procedure. The system was exchanged to complete the case following a one hour delay. There was no harm to the pt. Add'l info has been requested.